Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed shortness of breath, high airway pressure, and low tidal volume of about 150ml/min. The suction tube was difficult to enter after entering about 15cm. The doctor was notified and a bronchoscopy was performed. After the fiberoptic bronchoscope was inserted about 15 cm, the endotracheal tube was found to be bent at an angle, and the tube was replaced with a size 7 under a visual laryngoscope. After successful intubation, the patient's symptoms improved.

Manufacturer narrative:
Correction: b1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an endotracheal tube that was bent at the middle. It was reported that the patient developed shortness of breath, high airway pressure, and low tidal volume of about 150 ml/min. The suction tube was difficult to enter after entering about 15 cm. The doctor was notified and a bronchoscopy was performed. After the fiberoptic bronchoscope was inserted about 15 cm, the endotracheal tube was found to be bent at an angle, and the tube was replaced with a size 7 under a visual laryngoscope. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: it is essential to verify that the tube position remains correct after intubation, especially when a patient¿s position or the tube placement is altered. Any tube mal-position should be corrected immediately. If extreme flexion of the head (chin-to-chest), movement of the patient (e.g., to a lateral or prone position), or tube compression is anticipated after intubation, use of a reinforced tracheal tube should be considered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.